Event description:
During onsite service by a baxter field service engineer, a colleague infusion pump was found to have an inoperable stop key on the pump head module keypad. This event occurred during product evaluation with no patient involvement; therefore, no patient injury or medical intervention is associated with this event. No additional information was available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Additional information: issues concerning the pump head module keypad are currently being investigated under (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with an inoperable stop key on the pump head module keypad was confirmed during product evaluation. This condition was caused by a faulty stop key on the pump head module keypad. The pump head module keypad was replaced to correct this condition.